Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted and the md "tried to advance the balloon through the sheath, however, the balloon unraveled and would not advance. As a result, another iab was used to complete the insertion. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.